Event description:
It was reported difficulty positioning the device occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed under general anesthesia. Pre-procedural assessment demonstrated an laa orifice diameter of approximately 23.9-25.9 mm and a depth of 17.2-24.4 mm, with narrow anatomy due to well-developed pectinate structures. A watchman double curve access system (was) was inserted. A 31 mm watchman flx pro delivery system and closure device (wds) was inserted. Multiple positioning attempts were made, including axis repositioning with a pigtail catheter and exchange of the was from a double-curve to a single-curve was. However, the wds repeatedly bounced off the distal laa. The physician determined that the patient's anatomy was unsuitable for safe implantation, and the procedure was aborted. The patient remained stable with no complications.

Event description:
It was reported difficulty positioning the device occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed under general anesthesia. Pre-procedural assessment demonstrated an laa orifice diameter of approximately 23.9-25.9 mm and a depth of 17.2-24.4 mm, with narrow anatomy due to well-developed pectinate structures. A watchman double curve access system (was) was inserted. A 31 mm watchman flx pro delivery system and closure device (wds) was inserted. Multiple positioning attempts were made, including axis repositioning with a pigtail catheter and exchange of the was from a double-curve to a single-curve was. However, the wds repeatedly bounced off the distal laa. The physician determined that the patient's anatomy was unsuitable for safe implantation, and the procedure was aborted. The patient remained stable with no complications.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037339783. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Risk review: a risk review was completed and confirmed that the event of difficult to position was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.